Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery keeps shorting out on the insulin pump. Customer changed the battery and got a battery out limit alarm on (B)(6) 2016. Customer put in the same battery and had a blank screen on (B)(6) 2016. Customer put in a new battery and the pump powered back on. Customer stated that she did not get any alarms or warnings before the pump went off today. Customer's blood glucose was 298 mg/dl at the time of the incident. Customer treated with 2.5 units from the pump. Customer was advised to revert to a back-up plan. Customer stated that the battery out limit alarm was 3 days after changing the battery. Customer reported that she removed the battery and put the same one back in and it reflected full power. Customer's blood glucose was 189 mg/dl at the time of the incident. Customer also reported having a low battery alert and a shortened battery life from 3 weeks to 1 week. Customer will be sent a replacement battery cap.

Manufacturer narrative:
The pump was monitored with multiple basal rates and no blank display or display anomaly was noted during testing. No damage inside the pump was noted. The pump functioned properly during the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No unexpected low battery, battery out limit, off no power or battery indicator anomaly noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.